Event description:
Towards the end of a robotic prostate procedure, pt was noted to be losing air from his belly. Initially, the physician and the surgical tech were unable to locate the air leak in the belly. After "couple of minutes" determined that leak was coming from a small hole (approximately 2.5mmx4mm) located on the side/shaft, near proximal end of trocar. Surgical tech pulled scope out and immediately undocked the robotic arm from trocar. This required that the trocar get replaced, redocked and procedure was then completed. Procedure was delayed approximately "15 minutes". The pt was sent to recovery in satisfactory condition. On (B)(6) 2010, pt was discharged home without complication. Post event, the davinci robotic rep (representative), identified that an ethicon camera arm adapter had been connected to an applied medical kii optical access system (trocar). The davinci rep stated that the recommendation is to only use ethicon trocar(s) with ethicon adapter(s).